Manufacturer narrative:
Device has not been returned to manufacturer. Device was tested after the event on (B)(6) 2020 by medtronic technical service center. Findings: device passed test without findings, patient cable was found defect.

Event description:
It was reported that the external pulse generator (epg) would not deliver pacing. Event occurred before use and there was no patient involvement reported.